Event description:
It was reported that the guidewire fractured and was un-retrieved from the patient. The target lesion was located in a slightly tortuous gastroduodenal artery. A 180 x 25 cm fathom guidewire-16 was selected for use. During removal of the guidewire it buckled against the support catheter and fractured 10 cm. The fractured guidewire was attempted to be removed but was unsuccessful. The detached 10 cm of the wire remained inside the patient. There was no further patient complications reported.